Event description:
Boston scientific received information that during a routine in-clinic follow up, a power on reset message was observed upon interrogation of this pacemaker. The device was pacing vvi 65 and the gas gauge showed full with a magnet rate of 100, however, showed a longevity of less than 0.5 years remaining. Boston scientific technical services (ts) discussed that all parameters would need to be programmed back to the desired settings and that the gas gauge would likely need 5 more measurements to be accurate. Additionally, technical services discussed performing a save all to disk for analysis. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A copy of device memory was received for analysis. Review of device memory showed no hardware resets, however, the memory status indicated that an excecutable ram bank failed, which may cause the device to revert to reset-vvi. Once this is declared and several 11 hour battery measurements have completed, the gas guage and longevity remaining should be updated with the appropriate data. Additionally, the local field representative indicated that all device settings were returned to normal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.